Event description:
It was reported that the pump battery was depleting quickly. Additionally, the pump time was incorrect; however, the cause was unknown. Customer's blood glucose level was 300 mg/dl. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.